Event description:
In 2007, the patient stated that she was experiencing repeated e10 (cartridge) errors. She stated that the piston rod continues to retract for several minutes even though it appears to be fully retracted and it is making a strange noise. She stated that there is debris under the piston rod that may be keeping the piston rod from completely retracting. She replaced the battery in an attempt to resolve the issue. She mentioned that she went through airport security recently and the infusion device was "wanded." She also stated she spilled insulin in the cartridge compartment while attempting to change the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.